Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. The device was received for analysis. The balloon was tightly folded with blood in the wire lumen. The tip, balloon, markerbands, hypotube and inner/outer shaft were microscopically and visually inspected. Inspection revealed complete fracture in the hypotube located 51 cm from the tip of the device, with numerous kinks in the hpypotube. The fracture faces at the separation were ovalized, consistent with being kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was conducted by attaching an inflation adapter onto the (proximal end) of the distal part of the broken hypotube and attaching an inflation device (filled with water) to the adapter. Positive pressure was applied, and the balloon inflated to rated burst pressure and held steady pressure for 5 minutes. During the 5 minutes, the balloon held stead pressure and did not leak.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation,. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.